Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was incorrect, the correct b5 should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged discomfort in the oropharyngeal area. There was no report of serious patient harm or injury. Clinical code in h6 section was incorrect in the previous report. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by manufacturer. The manufacturer found dust and debris contamination on the air inlet filter and in some other areas, water ingress on the inside of the enclosure. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with water ingress, dust and debris contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The device passed all final testing.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.